Event description:
It was reported that pump experienced a malfunction that displayed a malfunction code. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction insulin injection using multiple daily injections, and did not require assistance from a third party. Technical support assisted the caller in resetting the pump, and malfunction code did reoccur. The customer reverted to an alternate method of insulin therapy.